Manufacturer narrative:
There is no evidence of a device malfunction. The needle dislodgement is attributed to pt movement and not taping needles as required. The pt's standard epogen dose was increased. No other medical intervention was required. Facility staff provided add'l review regarding securing the access. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
An effluent pressure low alarm occurred at the start of a routine hemodialysis treatment. While attempting to resolve the alarm the pt moved causing both needles to dislodge from the access. Tape had not been used to secure the needles as required. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190 cc. The pt's standard epogen dose was increased. No other medical intervention was required.